Manufacturer narrative:
The reported complaint of connection problem was not confirmed. The device was received in normal range of option. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and rv septum was damaged and setscrew was noted to be stripped consistent with incorrect insertion of torque wrench having occurred during procedure. Further electrical testing was performed and no anomalies were noted. Longevity assessment was performed and device was found to have normal battery depletion based on usage.

Event description:
It was reported that patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. During procedure, the header of the ICD failed to securely connect to the lead. The ICD was not implanted, and another was implanted on (B)(6) 2025. Patient was stable.